Event description:
Report received from an abbott international affiliate of difficulty inserting a central venous catheter over the guidewire, resulting in a hematoma. Reportedy, in preparation for a surgical procedure, the physician placed a central venous catheter in the patient to obtain pressure measurements, administer drugs and fluids. After accessing the jugular vein with the 18g needle, the physician passed the j-type guidewire. When he tried to introduce the catheter over the guidewire, the catheter would not "easily pass." The physician "needed to use force and manipulation" to successfully place the catheter. As a result, the patient developed "a very big hematoma that caused patient's neck deformation." The scheduled surgical procedure was delayed "a few minutes." There were no medical interventions required. Reportedly the physician checked another device prior to insertion into another unspecified patient and found difficulty passing the catheter over the guidewire. The catheter was subsequently not used. Though requested, no additional information was provided.